Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-1361. It was reported the pt was no longer receiving stimulation and was unable to communicate with or charge her ipg's. It had been over a year since the pt last charged her systems. An sjm rep met with the pt and confirmed the issue. The pt's two ipg's were replaced with new ones and she is now receiving effective stimulation.

Manufacturer narrative:
Correction # 1627487-07262012-002-r, 1627487-05242011-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.